Manufacturer narrative:
The customer does not want to return the item for further evaluation.

Event description:
Allegedly, the instrument broke off when it was holding the liver during a lap nephrectomy procedure. The broken piece assumable was retrieved as it was reported as no harm to the patient.